Event description:
The injector overrode an aa4207vf model lens prior to being implanted. The lens was ejected with great difficulty onto the sterile field but it was unk if the lens was damaged. There was no patient contact.